Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his sensor became stuck inside of the serter. He stated that he used a pen to get it out but the needle was bent. Customer stated that his current sensor was in his abdomen but appeared to be coming loose. He was advised to let the sensor sit for an hour in his body before attempting to start a new sensor in the insulin pump. Customer was advised to avoid inserting in areas that go through a lot of motion. Customer stated that he perspires due to where he lives and that he is very active. The blood glucose reading was 130 mg/dl. Nothing further was reported.